Manufacturer narrative:
Per field service engineer (fse) the reported problem was not duplicated and no part was replaced.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has no air. The customer reported there was no patient involvement.